Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called to report a hospitalization due to high blood glucose. Caller stated that the customer was using the affected reservoirs. The blood glucose reading at the time of the event was 623 mg/dl. Caller stated that the blood glucose readings were out of control all month. Customer was really sick and blurry vision. Customer has permanent vision damage. Diagnosed diabetic ketoacidosis. Nothing further reported.